Event description:
The customer reported the c-arm only rotates one direction.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. System rotation.